Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 114 mg/dl. A replacement wall adapter and cable was sent to the customer. Upon follow-up, the customer reported that the alert cleared and the pump successfully began charging with the new supplies sent by tandem technical support.